Manufacturer narrative:
This report is submitted on october 19, 2020.

Event description:
Per the clinic, the patient was placed under a general anaesthetic in order to undergo a skin flap reduction surgery (specific date not reported), due to report of issues maintaining connection with the processor coil. The implanted device remains.